Manufacturer narrative:
The lens is implanted, therefore it is not available for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined. This is report 2 of 2 for the patient.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient allegedly has blurred vision, infection, pain and swelling approximately 8 months post-op. The patient also reports that another cataract is developing. Additional information has been requested, but no additional information has been received. This report is 2 of 2 for the patient.